Event description:
The advocate called for help with the customer's meter. She stated that the customer's blood glucose was tested using his contour meter and the reading was 83mg/dl. His glucose was retested using another meter and the reading was 203mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.